Event description:
It was reported that the longevity on the implantable cardioverter defibrillator (ICD) was estimated at 6.6 years a few months ago and now it was at 2.7 years. Atrial capture management increased atrial output on the right atrial (ra) lead. There was also some undersensing and the p-waves have decreased. Atrial capture management was turned off on the device, the lead was reprogrammed, and the device and lead remain in use. A chest x-ray will be performed as well. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 419488 lead, implanted 2007 (B)(6). (B)(4).